Manufacturer narrative:
The device has not been returned to the service center for evaluation of "smoking" when connected to the laser system. Therefore, the exact cause of the reported issue cannot be determined at this time. Per the user medwatch, the device is not available for return.

Event description:
The service center received a medwatch report stating the fiber smoked at the connection point to the laser system module. It was reported that the unspecified procedure occurred in (B)(6) 2020 and was completed with a similar like device. No patient injury was reported. No further information was provided.